Event description:
A peritoneal dialysis user facility reported the following event: pt reports when attempted to connect, the transfer set would not screw on to the connector and that there was a defect. Additionally, it was reported that the pt was diagnosed with peritonitis. A call was placed to the facility for additional detail of this event. In speaking with the nurse, it was learned that when the pt went to hook up, he could not get the pt line to screw on to the connector. The nurse stated that the pt "fooled around" with multiple attempts with trying to connect that the nurse thinks the multiple attempts possibly caused the peritonitis. As a result of this event, the pt received intraperitoneal antibiotics for treatment of the peritonitis. He is currently doing well and continues with peritoneal dialysis. The pt did not save the sample.